Manufacturer narrative:
This product has been returned for analysis. This report will be updated, upon analysis completion.

Event description:
Boston scientific received information that this right ventricular (rv) lead had a pacing threshold that was up to 1.25 volts at 1.0 milliseconds. Additionally the pacing impedance had climbed from 560 ohms at implant, to greater than 1900 ohms. The physician decided to remove and replace the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead was returned in two segments, likely induced during explant procedure. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found some residual calcification noted on the lead tip. No set screw marks were noted. However there are two slight marks on the terminal pin, likely from a competitor¿s device. Laboratory testing was unable to reproduce the reported clinical observations. However, depending on the amount of calcification on the lead tip, prior to explant, this could have been a contributing factor to the high pacing impedance seen in the field.